Event description:
It was reported that the implant at tooth site #19 was removed due to nerve injury. The patient reported pain and numbness. The implant was replaced with shorter length.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A4: weight unknown / not provided. B3: date of event unknown / not provided. G4: additional PMA/510(k) number ¿ k101880. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: h6: investigation type codes were added: 3331, 4109, 4110 and 4111. H6: investigation findings code was added: 213. H6: investigation conclusions codes were added: 67 and 4315. One (1) imp,tsv,6.0,11.5,mtx,mg (tsvt6b11) was returned for investigation. Visual evaluation of the as returned implant identified signs of use; bone debris present on external threads. There was no damage, wear, or signs of malfunction that would contribute to the event. The implant matched print specifications. Based on the evaluation, device malfunction has not occurred. Additionally, there is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported device that did or could cause or contribute to the reported event. Monthly post market trending review identified no actionable trends or corrective actions for the reported event or device. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the product was within specifications and conforming when it left zimvie. DHR review was completed for the subject lot number 1241610. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number 1241610 for similar events and no other complaint was identified. Functional testing could not be performed due to the nature of the devices and event. Therefore, the reported event could not be recreated. A definitive root cause could not be determined. However, based on the investigation, risk review and IFU, the most likely causes determined from the investigation was missing or confusing instructions for use, the clinician inadvertently selected a length of implant that was too long for the depth of osteotomy prepared, or patient factors. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.